Event description:
In review of published literature, these findings were noted. Melissa e. Hogg, md, mark d. Morasch, md, taeyoung park, phd, walker d. Flannery, bs, michael s. Makaroun, md, and jae-sung cho, md, "long-term sac behavior after endovascular abdominal aortic aneurysm repair with the excluder low-permeability endoprosthesis(elpe)" copyright 2011 by the society for vascular surgery. Between (B)(6) 2004 and (B)(6) 2007, 301 pts underwent evar of an abdominal aortic aneurysm (aa) with the elpe at two institutions. The article mentioned 6 perioperative deaths after placement of an gore excluder aaa endoprosthesis (low permeability) device: 1 pt from colonic ischemia, 2 pts from pneumonia, and 3 pts within 30 days from other comorbidities. The article also mentioned 2 deaths that occurred from late aneurysm rupture.